Manufacturer narrative:
The device was not returned to the MFR for device eval. When and if the device becomes available and is returned for eval, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received stating during set-up, tubing separation occurred at the non-fused male luer lock. As this issue was found during set-up, there was no pt involvement.